Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. CAPA# (B)(4).

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "fluid will leaked from the plunger causing dripping of IV fluids all over the equipment. Also poses a risk of infection if the plunger is not sealing properly."